Manufacturer narrative:
Initial reporter: dr. (B)(6). Device evaluated by MFR: the pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination of the device revealed that the proximal shaft of the catheter had a severe kink 34.5cm distal of the strain relief. This area was x-rayed to check for a hypotube break and it was revealed that the hypotube was broken at the severe kink. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The shaft was kinked causing the hypotube to break, when the hypotube is broke, the device will not prime and the console will continue to try and prime the catheter, causing a check saline supply error to display on the console and the device not to prime and the boot to fill with fluid. When the boot gets too full fluid escapes through the manufactured vent hole and goes into the console.

Event description:
Reportable based on device analysis completed on 02oct2019. It was reported that a pump leak occurred. The 6x300mm target lesion was located in the left and right femoral artery in the leg. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During the procedure, the pump boot leaked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the hypotube broke.